Event description:
Pt had obtained a blood glucose reading of 119 mg/dl on the suspect device. Hospital lab draw about 3 hours later resulted in a 597 mg/dl reading. Pt was hospitalized for 1 week and started on insulin therapy. Pt also had recent knee surgery and was suffering from bronchitis.